Event description:
It was reported that customer received an alarm with no information on display screen and also received a no delivery alarm. Customer was advised of the possible reasons for alarm with no information in display screen and reason for no delivery alarm. Customer was advised to call when alarms are occurring in order to troubleshoot. Customer's blood glucose was 7.8 mmol/l. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The device will be returned for analysis and further information will follow once the analysis has been completed.